Event description:
The customer reported the system displayed black cine runs on playback. No reports of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system was replaced. The system was then found to be operating as intended.